Event description:
It was reported that the associated device entered hardware reset and was explanted. Device analysis determined a possible lead anomaly. The lead remains implanted.

Manufacturer narrative:
Na